Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument jaws closed when trying to open and vice versa. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. The complaint regarding the jaws when trying to open was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.